Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a motor error alarm and blood glucose was high. Customer was advised by physician to have insulin pump replaced. Call could not continue as customer was not able to hear call.